Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site located in the pt's right coronary artery (rca). Attempts to fully inflate the balloon catheter were unsuccessful. While attempting to withdraw the sds from the pt, the stent became dislodged from the balloon catheter at the ostium of the rca. Subsequently, the stent was deployed in the ostium of the rca utilizing another balloon catheter. In an attempt to treat the target lesion site in the rca, an attempt was made to advance another coronary stent with delivery system through the previously deployed stent located at the ostium of the rca. This attempt was unsuccessful because the second stent became "stuck" inside the already deployed first stent. The physician elected to deploy the second stent, at the ostium of the rca. "Super-imposing "the stent inside the first stent. A third coronary stent with delivery system was successfully advanced through the two previously deployed stents in the ostium of the rca, and was successfully deployed at the target lesion site in the rca. There were no additional complications, associated with the device(s), reported.